Event description:
It was reported that 1 of 2 pins was broken when the surgeon picked up the pin with the tip of the slide hummer. The broken tip was discarded, but it did not remain in the patient¿s body. There was no adverse consequences and no delay of the op.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.